Event description:
It was reported by the patient that the monitor was new but was not receiving any power. New batteries did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the printed circuit board assembly.